Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. See picture attachment file for details. Unable to confirm needle complaint due to customer return sensor no needle.

Event description:
The customer reported via phone call indicating that insulin pump had a sensor anomaly. Customer's blood glucose was 160 mg/dl. The customer reported that the transmitter does not blink when connected to the sensor. The customer was advised to replace the sensor. The customer stated sensor cannula is not visible/missing. The customer was advised that we are sending replacement sensor and to return used sensor for analysis.